Event description:
The facility's technician reported an infusion pump with a failure code of 33. Although attempts were made by baxter to obtain additional information form the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.